Manufacturer narrative:
Date of event: (B)(6) 2016. Through follow-ups, customer indicated that there was no patient involvement.

Event description:
The customer reported that the unit had an error code message of machine and proximal pressure sensors failed. Through follow-ups, customer indicated that there was no patient involvement.

Event description:
The customer reported that the unit had an error code message of machine and proximal pressure sensors failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user. Patient's information has been requested.